Event description:
Information received from the field does not address the patient's clinical status but notes loss of atrial capture and >1900 ohms lead impedance in both polarities. When the lead tested normal, the pulse generator was replaced.